Event description:
A customer received a "start new sensor" upon scanning the freestyle libre 2 sensor on the same day of application. As a result, the customer was unable to monitor glucose via sensor scan and experienced seizure and loss of consciousness. The customer's husband obtained a capillary result of 39 mg/dl on an unspecified device and provided glucagon injection as treatment. When the customer regained consciousness, she also ate four cookies. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "start new sensor" upon scanning the freestyle libre 2 sensor on the same day of application. As a result, the customer was unable to monitor glucose via sensor scan and experienced seizure and loss of consciousness. The customer's husband obtained a capillary result of 39 mg/dl on an unspecified device and provided glucagon injection as treatment. When the customer regained consciousness, she also ate four cookies. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. No failure modes were observed upon visual inspection of the plug assembly. This complaint is not confirmed to use due to plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.